Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is over-delivering insulin. Customer filled the reservoir to 100 units and later there was 73 units. She was confused about the 30 units. Customer did not want to go low so she ate candy. Customer stated that she went high, she checked reservoir and had 36 units left. Customer also stated that the blood glucose reading is 56 mg/dl. Customer treated with food. The units started out with 70 last night; now reservoir is down to 26 units. The current blood glucose reading is 76 mg/dl. Customer treated with food. Nothing further reported.